Event description:
Additional information received reported surgery took place on (B)(6) 2013 to explore the catheter complications. The health care provider (hcp) opened the pump pocket, disconnected the pump from the catheter and good cerebrospinal fluid was observed. The hcp then repeated the catheter dye study and was able to aspirate and inject contrast. No micro fractures or disconnections were noted under fluoroscopy. A myelogram was viewed with contrast in the intrathecal space. The hcp did not feel any further exploration was needed. The pump pocket incision was closed and the hcp programmed a priming bolus to prime the catheter only. The logs were read on the pump and no abnormal findings were seen. The patient was to be referred back to their hcp for further troubleshooting. It was later reported that the patient was doing well was on ¿pt¿ possibly referring to physical therapy at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased lower extremity spasticity. The logs were checked and a catheter dye study was performed on (B)(6) 2013 and the health care provider (hcp) was unable to aspirate the catheter. The hcp referred the patient for surgical catheter revision and/or replacement. It was reported the catheter had a break, kink and occlusion and the location was unknown. The surgery had not yet been scheduled. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).